Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on november 16, 2007 and alleged that his one touch ultra meter was displaying the error 2 message. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2007 at 7:30 am. As a result of the reported issue, he skipped a dose of his insulin (45 units and 50 units of humalog insulin). The patient also mentioned feeling thirsty, blurry vision, and sleepy after the reported issue began. He did not receive any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct. The error 2 message appeared when the power button was pressed. The issue was not resolved. This complaint is being reported because the patient claimed to experience symptoms suggestive of hyperglycemia after the reported issue began two days prior to the call to lfs. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.